Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found small bubbles in the gel. No voids were noted in the gel. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Visual inspection found bubbles on the surface of the pad. No voids were noted in the gel. The bubbles are not considered a defect. The adhesive used on the boarders is a medical grade acrylic adhesive specifically designed for the mounting of medical devices on the skin for extended periods of time. However, various factors may affect the way any adhesive reacts with the skin. These include the patient's skin condition, preparation of the application site, location of the pad and the pad removal technique. The use of some steroid medication is also known to cause the skin to thin which could cause greater sensitivity to adhesives. Reactions to the boarder material have been known to randomly occur with no discernible cause. The investigation could not determine the root cause of the customer's report. The instructions for use (IFU) states: to avoid skin trauma when removing the return electrode, peel off slowly with one hand while supporting the underlying tissue with the other hand. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided for analysis. No product was shown in the picture, it could not determine if the incident product met specification. The picture showed the pad. The gel appeared to be intact and free of voids. The reported condition was confirmed. The investigation could not identify any defects with the pad that would have contributed to the reported event. The customer is advised to return the incident device, so a complete evaluation can be performed. The investigation did not identify any defects that would have contributed to the reported failure. The (instructions for use) IFU states, select a well vascularized, convex area win close proximity to the surgical site. Shave, clean and dry application site as needed. Lightly touch the surface of the return electrode to insure that the conductive adhesive is moist. Pull the return electrode taut and apply it to the patient on the bias for better adhesion. Apply finger pressure to massage the entire surface of the return electrode to ensure secure contact with the patient's skin. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ears, nose and throat (ent) procedure, the pad was attached to the calf part. The patient got burnt during the procedure and nurses noticed when they separate the pad from the patient. The patient got pad site burn(2cmx2cm) around the corner of the pad.